Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and six months post filter deployment, computed tomography revealed angulated filter with the hook positioned at the right renal vein ostium. The filter tilted to the right with its proximal cone laid on the wall of the inferior vena cava and possible embedded in it. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for pulmonary embolism post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with blood clot in lungs; however, the current status of the patient is unknown.